Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during surgery the screen went black. There was no mention if there was a "no input detect." Floating on the screen. The led was on the monitor was still on. The system was rebooted resolving the issue. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis found that this issue is consistent with a known software anomaly. The anomaly is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis was updated with additional information from the original MDR. The computer was replaced and it resolved the issue. The computer was malfunctioning and determined to be the cause of the issue. If information is provided in the future, a supplemental report will be issued.